Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer alleged pump has cosmetic damage (cracked battery compartment). Insulin pump p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: retainer knit line damage, cracked case on corner of belt clip rails, cracked battery tube threads, and cracked case above arrow and battery icon.

Event description:
Information received by medtronic indicated that there was crack at the back of the insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.